Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d will not be implanted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and it was noted the packaging was damaged. The crt-p will not be implanted. There was no patient involvement.